Event description:
It was reported that there was a malfunction on the pump, but no notable events occurred prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was assisted by technical support with resetting the pump, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and to call back if the issue reappeared, which the customer understood.